Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2025237, 8143742, 9357869, and four unspecified lots were clogged during use. The following information was provided by the initial reporter: "there have been several that are clogged or it takes a lot of pressure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2025237, medical device expiration date: 31-dec-2026, device manufacture date: 25-jan-2022. Medical device lot #: 8143742, medical device expiration date: 31-may-2023, device manufacture date: 23-may-2018. D.4. Medical device lot #: 9357869 d.4. Medical device expiration date: 30-nov-2024 h.4. Device manufacture date: 23-dec-2019 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, forty-six samples from batch 2025237, fifty samples from batch 8143742, fourteen samples from batch 9357869 and one sample from unknown batch were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. A device history record review was completed for provided lot number 2025237, 8143742 and 9357869. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2025237, 8143742, 9357869, and four unspecified lots were clogged during use. The following information was provided by the initial reporter: "there have been several that are clogged or it takes a lot of pressure"